Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated the supply bag fell and disconnected. The technical service representative (tsr) assisted the hp to cycle power to clear alarm. The tsr advised the hp to disconnect using aseptic technique. The hp confirmed to start over with new supplies and to notify his peritoneal dialysis nurse of the incident. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of this incident could not be determined. A batch review was not performed because the lot information was not known. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). (B)(4) spoke with the home patient (hp) who confirmed there was no adverse event resulting from this incident. The hp confirmed therapy has continued with no further issues. The hp also confirmed awareness and practice of proper procedures.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.